Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister stated that the customer has been experiencing high blood glucose levels and that she wanted to verify that the insulin pump was working correctly. Troubleshooting was performed and the programming on the insulin pump was correct. The customer's sister stated that the customer has a history of poor insulin absorption and scar tissue at her infusion sites. The insulin pump passed the prime test. The high pressure test was performed twice and the insulin pump failed both times. A new insulin pump was already being shipped to the customer, therefore the customer was advised to discontinue use of the insulin pump until her new insulin pump arrived.